Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the sample receipt date in section d9, to update section h3, and to provide the completed investigation results. One opened 8fr angio-seal vip device was returned for product evaluation. The arteriotomy locator, hemostasis sheath, sealed polyfoil pouch with carrier tube assembly, and guidewire were received along with the header bag. Visual inspection revealed that there was a deformation observed on the shaft distal to the blood inlet holes of the arteriotomy locator. No other visual anomalies were observed. There were no anomalies with other components. Based on the returned device, the complaint could be confirmed for a deformation on the arteriotomy locator. The application of an off-axis force to the arteriotomy locator has been known to cause kinking. The arteriotomy locator is 100% inspected as part of document (B)(4) rev. Ah for "tubing with kinks, nicks and/or damage tip." The cause of the observed deformation cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
Hold for r.g 1.20the user facility reported that the physician opened the package and found that the angio-seal sheath was kinked. He changed out the device for a new one and finished the operation. The patient was reported to be stable. They punctured the right femoral artery and placed the sheath. Balloon dilatation and stent implantation were performed after coronary angiography. The operation was successful. Femoral arteriography showed that the angio-seal could be used. There was no patient injury/medical or surgical intervention required. Additional information was received on 17dec2020. The procedure being performed prior to the use of the angio-seal device was a percutaneous coronary intervention (pci).